Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative reported to baxter corporate product surveillance a clearlink y-type blood set in which the y-site took in blood and air which then clogged the set. The customer later clarified that the leak was located at the male port which was connected to the catheter. This incident occurred during a blood transfusion. The customer stated there was a lot of air in the line and that there was blood contamination in the threads of the luer. It is unknown how long after infusion began that this condition was observed. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Device evaluation: a sample was available for evaluation. A visual inspection was performed revealing no abnormalities. A pressure test at 8 psi and a functional test were performed revealing no abnormalities. The reported condition was not confirmed. The root cause could not be identified.